Manufacturer narrative:
As reported, about one year post-implant of the ventralex mesh, the patient diagnosed with recurrent hernia and underwent surgery for mesh removal. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 322 units released for distribution in january, 2015. Mesh explanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2017 - subject patient underwent an open first time recurrent midline hernia repair procedure. The size of the hernia defect was 2cm x 2cm. A bard/davol ventralex hernia patch was placed in an underlay and the mesh was sutured using non-bard/davol (pds) sutures. Full skin closure was achieved using staples. (B)(6) 2018 - subject patient was diagnosed with recurrent periumbilical incisional ventral hernia. (B)(6) 2018 - subject patient underwent repair of recurrent hernia during which the mesh was explanted and a bard/davol ventrio mesh was implanted. The patient was discharged on (B)(6) 2018. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.